Manufacturer narrative:
This product remains implanted and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited high within range impedance measurements of 1100 ohms in the right atrial (ra) lead. Technical services (ts) was consulted and upon review, noise oversensing was also noted during an atrial tachy response (atr) event. Ts advised on further in office evaluation. No adverse patient effects were reported. This system remains in service.